Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The customer removed the external oxygen sensor and the unit passed several extended self tests. Philips technical support asked the customer to perform a complete pm (preventive maintenance) on the unit before returning to service. The customer reported the oxygen sensor was the "problem". The customer corrected the issue and returned the unit to service. No parts were returned to philips for evaluation, therefore a root cause could not be established.

Event description:
The customer reported a prv (pressure relief valve) and crossover valve failure. The unit passed several est (extended self test) after the customer removed the external o2 sensor. There was no patient or user harm reported.